Manufacturer narrative:
The treatment data files related to the reported event have been analysed by the MFR. The review confirms a so called "history jump", there is no evidence of an actual incorrect fluid removal, but the reported amount was recorded as a result of the "history jump" caused by incorrect handling of the scales. There was a 100 ml blood loss reported. There was no injury sustained as a result of the reported event.